Event description:
Country of complaint: (B)(6). Patient was burned.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: the received device was tested at the end of the line (eol) test and the results were compared with the results from the archived eol-test results of this serial number before delivery. There were no deviations of specifications found.